Manufacturer narrative:
Medtronic investigation of returned suspect relay finds that the reported issue is confirmed. Relay did not pass bench testing due to terminals 1-2 being shorted. This was verified with both resistance and diode testing. All other measurements were within the expected values. The reported event was confirmed to be caused by an electrical failure.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the imaging system pendant read "initializing, please wait". The imaging system was in the docked position and would not move. The bottom inner gantry skin was removed, and the imaging system was booted. The collimator leafs did not move, there was no motor initialization, and the green led on the motion controller was on. With the unit in the docked position, the covers on the generator were removed to troubleshoot the motion relay. The motion relay was found to have 24 volt power but the contacts where not closing. The motion relay was replaced. The unit worked as intended following replacement of the relay. Operation was verified, and safety inspection was completed. Part return requested. No parts have been returned to the manufacturer for evaluation. No further issues were reported.

Event description:
A medtronic representative reported that when the imaging system was booted up, it displayed "initializing, please wait" and would not complete the boot up process. This was discovered outside of any patient involvement. No additional details were provided.